Event description:
It was reported the videoscope had teflon peeling inside the working channel during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and historical data, possible causes of the teflon peeling inside the working channel includes deformation problem. The most probable cause of this complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.